Event description:
It was reported that during insertion of the iab, blood was noted leaking from the "introducer". There appeared to be a crack in the valve. Because of this, the iab was removed. There were no associated pt complications.